Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. One sample of a lot unknown was received for investigation, used, without original packaging, and decontaminated. The bag was inflated using the blue hand pump. While pressurizing there was audible air loss present preventing the bag to be fully inflated. The tubing part with stopcock was also immersed under water to confirm the air leakage, bubbles formation was observed on the stopcock side toward the bag where the major crack was present. A review of the manufacturing process for was conducted by quality engineer in order to verify that there are no situations or practices that could create the event. No discrepancies were found. The most probable root cause of the reported issue was over tightening luer locks between tubing and stopcock during use. No evidence was found that this issue was caused during product manufacturing non-conformance (ncr) log was reviewed and no ncr related to the product and issue was found. No actions were required . (UDI) and (510k) is unknown. No information available to date. .

Event description:
It was reported that the pressure bag audibly loses air. Article was new. No patient injury was reported.